Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: a single sagittal CT scan and post-op x-rays are provided for t3-l3 posterior spinal stabilisation. By report, this occured sometime between 2008 and 2018. Spinal fusion was solved at l5-s1, but the construct devices does not appear to extend that far on provided images. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: l5-s1 scoliosis levels implanted: t3 to l3 it was reported that post-operatively, the screw broke. Post-operative CT scan revealed a screw had broken off of the shank of the screw and the l5-s1 region reported a solid fusion. As a result, a revision surgery was done to remove the screw. No patient complications were reported.